Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading into the delivery tube. The surgeon used a fourth heartstring seal which did not deploy out of the delivery tube into the aorta. A side biter clamp was used to complete the procedure. No other patient complications were reported by the hospital.